Event description:
On wednesday (B)(6) 2020, one of our bmt laboratory technologist was verifying the backup dose of cells (cryopreserved autologous hpc, aphersis) in storage for a patient who will undergo a second transplant as part of their cancer treatment. Their cells were collected on (B)(6) 2014 and (B)(6) 2014 and the backup cell dose has been in storage since this time. Upon visually inspecting the cryo bags while verifying the product cells are present and intact, the bmt technologist discovered a fracture on the left hand side of one of the cryo bags extending from the base of the bag to the top of the bag just under the access port. The patient has an acceptable cell dose to proceed to transplant with the remaining intact product. Review of deviation reporting does not indicate a trend of integrity failures in association with the affected cryo bag lot and/or any other lot of cryo bag. The complaint rate for this failure with this lot is very low with (B)(4). The customer provided pictures and a filled in questionaire for investigation. The investigation of the pictures shows, that the issue is likely caused by physical stress due to a mechanical impact. According to the questionnaire the missing overwrap bag is a deviation from the recommended freezing procedure. Regarding the described issue, this should not have an influence, but cannot be excluded. On one of the two pictures showed enclosed air bubbles near the spike connection and the connection of the eva tube. Air has to be absolutely avoided as it expands during thawing and can cause cracks. It can not be excluded that trapped air contributed or caused the crack.